Event description:
The report received from the affiliate states that the cypher select plus stent 3 x 13mm stent had open struts found at the distal end.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.